Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a stuck-on data synchronization. The customer stated that there was no delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation was stuck on data synchronization. The technical support specialist (tss) connected to the station, checked the logs, and restarted the data synchronization. The tss waited for the data synchronization to complete and attached knowledge article¿ station not communicating due to data sync service being stuck waiting for download sequence¿. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility: (B)(6).